Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2021. During the procedure, the device could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). This event was reported by the distributor. The physician is: (B)(6). (B)(4). Investigation results the returned speedband superview super 7 handle assembly and ligator head were analyzed. A visual and media evaluation of the ligator head found six bands were present and some were moved out of their positions and were overlapped. It was noticed that the ligator head teeth were damaged. The trip was not secured, and the slack was not removed properly during device setup. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No visible problem was noted with the handle assembly. No other problems with the device were noted. The reported event was confirmed. The bands were moved from their original positions and overlapped indicating a deployment failure. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/ product label. The visual assessment identified that the trip wire was not secured in the handle assembly, nor did the handle have evidence that the trip wire was previously secured. Additionally, the slack on the trip wire was not taken up properly. Failure to follow these steps can cause an inaccurate deployment of bands and more tension on the device. Taking all available information into consideration, the most probable root cause of this event is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.